Manufacturer narrative:
(B)(4). Date sent: 07/02/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a9715c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown stomach procedure, it was observed that the knife on the device failed to retract during the first firing; and therefore, they pressed the reverse button and the the knife retracted. On the second firing, the knife again failed to retract but this time, pressing the reverse button had no effect; and therefore, they activated manual override to retract the blade. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/01/2025. Additional information was requested, and the following was obtained: 1. Is the current patient status known? Unknown. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? : unknown.